Event description:
Cannula seals were leaking - we switched them both out and then they functioned fine. The seals came in the 3 arm drape pack (2nd time in a week similar occurrence, similar devices, similar leaking). Female with nonfunctioning kidney with chronic ureteropelvic junction obstruction and severe hydronephrosis. The nonfunctioning aspect of her kidney was confirmed with nephrostomy tube drainiage, which showed a creatinine clearance of 0 and very little urine output in spite of being very patent. Patient sent to or, was prepped and draped. Surgeon unable to obtain insuflation with a veress needle and never felt confident to actually be in the peritoneal cavity. Patient had a very extremely thick abdominal wall, secondary to obesity. Surgeon ended up doing a direct vision placement of a trocar with the longest - a 12 mm direct visiport - that we have. He was barely able to get this to go into the peritoneum. After insufflation, able to re-adjust it and pull it back enough that we would be able to be docked. Two 8mm robotic ports were placed in the usual fashion. We had some trouble with the superior port because of it pulling back and difficulty with visulazation until we were finally able to get this to be replaced. A 12 mm inferior trocar near the midline was inserted for assistant port. Surgery continued and finalized. Trocars removed sequentially under direct vision, closed and patient recovered from anesthetic and returned to recovery room in good condition. ======================manufacturer response for da vinci surgical system single use seal, intuitive surgical======================field representative is aware, has been in contact with or, however, any reports not yet available at time of this report.